Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 1994 and mesh was implanted. The patient required surgery on (B)(6) 2004 to remove a portion of the mesh due to scar tissue and mesh shrinkage. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.